Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing to one station due to a transient datasync communication fault that self resolved after automatic reconnection. A technical support specialist reviewed datasync logs and identified recurring communication errors (servicechannel faulted), indicating disruption between the station and server. Initial contact attempts were unsuccessful, and downtime was advised for further troubleshooting; however, upon rechecking, the station showed restored communication with sync logs indicating stable connectivity, though original patient data flow issue could not be fully confirmed as resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patients names did not appear after admission. However, there were no delays or adverse events or injuries reported based on this event.